Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge change errors occurred during the load sequence with multiple cartridges. There was no reported adverse impact to the customer's blood glucose level. Customer declined to provide additional information regarding this event.